Manufacturer narrative:
Other applicable components are: product ID :3888-33, lot# va1ey88 , product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead was defective. It was stated that one week after the lead¿s implantation and ¿otherwise at the end of the test phase,¿ it was found the lead was ¿partially unsheathed.¿ after impedance testing was performed, it was decided to leave the lead implanted and out of service. It was noted that the consequences were delay in execution of the treatment, procedure needed more time. Follow up is being performed to obtain clarification of what this means. There were no further details available regarding device diagnostics, troubleshooting, actions, or interventions; the issue was resolved as of 2017-may-20. No further complications were reported or anticipated.